Event description:
This lv lead dislodged and could not be repositioned. Another lv lead was attempted, but could not be placed. The patient was referred for epicardial lead placement. This lead has been retained by the hospital and has not been replaced. Should additional information become available, this event will be updated.